Event description:
It was reported via repair work order that the patient right head end side rail would not lock in the upright position due to a damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.